Event description:
Customer reported an incident with a pca module in which the patient died. Part of the contributing factors were that etco2 was not initiated and the family was at the bedside pushing the pca button for the patient. No issue with the pca device occurred. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Although requested, no product or event logs have been returned for this investigation. Customer stated that no product will be returned because no product malfunctioned. No further investigation of this event is possible at this time.